Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridge alarms and arranged to send a replacement pump. The customer understood instructions on returning the problematic pump and was advised to use multiple daily injections as a backup therapy. Instructions were provided for programming the replacement pump and connecting it to the continuous glucose monitor.